Event description:
Pt admitted on 8/10/99 for initiation of physical rehabilitation following motor vehicle accident on 6/19/99. Pt was transferred here from trauma center following approx 2 months of hospitalization. Pt is awake, alert, follows commands, and responds by writing appropriate answers. Pt able to use call light. Pt found cyanotic, pulseless, apneic, and unresponsive with bipap disconnected from pt tracheotomy. Bipap found lying in bed next to pt and not alarming. Code blue instituted, pt placed on ventilator and transported to iccu. Pt removed from ventilator support on 9/9/99 and expired. Human error may have been involved with application of corrugated tubing, which is contraindicated with the heating unit and humidifier on this equipment. The appearance of the tubing almost identical for inner lumen, therefore unable to determine if interior lumen is smooth or corrugated.